Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to an infection. The surgeon did a head and poly swap.